Event description:
Customer reported having a high blood glucose level due to large air bubbles present in the reservoir. Customer was able to remove one of the air bubbles, but stated that one large air bubble remained. Blood glucose level was 428 mg/dl at the time of the call. Customer was using an insulin pen to treat the high blood glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).